Event description:
It was reported by a cardiology nurse that the patient wanted their device checked because their seizures were not well-controlled. He was hospitalized. No further relevant information has been received to date.